Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) dispatched to investigate the issue and connected system trainer to the iabp and could not duplicate any gas loss alarms. Fse performed system leak checks and did not find any leaks in the system. He performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm.